Event description:
It was reported intraoperatively while surgeon attempted to check the position and alignment of the valve leaflets, one of the leaflets fractured into multiple pieces and fell into the left ventricle of the patient. The surgeon reported the valve and leaflet pieces were removed with great difficulty. Another valve (model and s/n unk) was implanted.